Event description:
It was reported the insulin pump would go into the suspend mode without user intervention. The patient reported no issues with the keypad. There was no adverse event associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 11/10/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. The pump was exercised for 24 hours with no self-suspensions occurring; there was no button hypersensitivity observed. There was no physical damage to the keypad. No keypad defects were found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a discolored/dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.